Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot this issue with customer over the phone and suggested to replace the backlight inverter pcbs. Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred.